Event description:
It was reported that the device displayed an error code 211.2000. There was no patient involvement.

Manufacturer narrative:
Corrected d10, g4, e3, h6(methods, results, conclusion), h10. A review of the device history record for sn (B)(6) was performed from the date of manufacture 04/25/2020 to the present date 12/07/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device displayed an error code 211.2000. There was no patient involvement.